Event description:
Coopervision was made aware on (B)(6) 2013; a pt presented with redness and bilateral eye infections after wearing lenses less than one day. Temporary lens rest and tobradex (antibiotic/steroid) were prescribed. This complaint cannot be confirmed. There is no indication of permanent impairment of eye function or damage to body structure or that the medical treatment provided was to preclude permanent impairment of eye function or damage to body structure. The returned device inspection showed no anomalies. This complaint is being reported with abundance of caution because there is not enough information to rule out a lens related eye infection.

Manufacturer narrative:
Submission of a report does not constitute and admission that medical personnel or the product caused or contributed to the event, if any.